Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain and possible migration of the icm. The icm is planned to be explanted. No further patient complications have been reported as a result of this event.